Manufacturer narrative:
The returned device was evaluated and the investigation found insufficient battery power on 3v stack. A decrease in battery power could result in an under-delivery of insulin. It is unclear if the battery lost its charge during or after use. No other defects or manufacturing deficiencies were found that would contribute to a failure of the pod¿s ability to deliver insulin, or the reported high bg levels. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached the 400's mg/dl while wearing the pod on his leg for longer than 48 hours. Treatment included multiple daily injections (mdi) to bring down his levels. The device was returned for evaluation.